Event description:
On (B)(6) 2012, it was reported that the vns patient had an infection of his lead and generator after the most recent system revision on (B)(6) 2012. The exact start date of the infection/extrusion was unknown and the physician indicated that the patient picked at the lead incision site, which caused it to extrude and then become infected. The patient had his lead and generator explanted on (B)(6) 2012 due to the infection and was re-implanted later on (B)(6) 2012. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewedreview of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.